Event description:
In 2009, the pt reported that for the past week his after dinner blood glucose readings have been elevated. He said that 2 hours after dinner tonight, he had a blood glucose reading of 185 mg/dl. He had given himself a meal bolus of 16 units of insulin at 5:30 pm and had changed his infusion set at 5 pm. He bolused 3 units of insulin and said his readings should return to his normal range by tomorrow morning. He said he has previously had elevated readings of 368 mg/dl and 209 mg/dl. He stated his blood glucose returns to his normal range after he changes his insulin infusion set. He is inserting his headset on an area on his stomach that is higher than usual, and does not know if the area has a slower absorption rate. Troubleshooting did not find any product issues. He said his trainer has suggested he use an infusion set insertion device, and an infusion set with a longer cannula. Courtesy infusion sets and an insertion device were sent to the pt. On follow up with the pt one week later, he stated he has tried the new infusion sets with the longer cannula and the insertion device, but his after dinner readings continue to be elevated. He stated he plans to discuss this issue with his doctor and trainer. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.